Event description:
A customer reported that a system message displayed during surgery, and iop (intraocular pressure) control repeatedly switched on and off then became unavailable. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).